Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment and performed a spin with saw-bones, confirming that accuracy was intact. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 a medtronic representative, following-up at the site, reported speaking with the surgeon after completing a saw bone imaging system scan and verifying both the imaging system and the navigation system were not the problem. It was more likely the frame moving. The surgeon did state the placement was not the greatest but was good enough for what he needed to do. They did not have accuracy after the first spin, performed a second and was still off then brought in the other imaging system for the third spin and were then accurate. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged a 5 millimeter inaccuracy occurred in the imaging system. A second image was taken and the inaccuracy persisted. The surgeon opted to bring in a second imaging system to complete the procedure using navigation. The surgeon noted the reference frame placement was not ideal and anatomy touching the clamp may have caused movement. No further details regarding this issue, or specifically when it occurred, were provided. Delay in therapy was less than one hour. There was no impact on patient outcome.